Event description:
It was reported that on (B)(6) 2012, the procedure was to treat a patient that had a known large saphenous vein graft (svg) pseudoaneurysm. Closure of the pseudoaneurysm was attempted using 6 graftmaster stents. A 5.0 x 19 mm graftmaster stent was deployed successfully; however, due to the continued leak an attempt was made to deliver a 5.0 x 19 mm graftmaster stent; however, the device migrated backwards and was deployed proximal to the first stent and slightly overlapping. Again, due to the continued leak a 5.0 x 12 mm, a 4.0 x 12 mm and a 3.5 x 16 mm graftmasters were deployed sequentially to seal the pseudoaneurysm. Angiography revealed a mild residual leak into the pseudoaneurysm behind the covered stents; however, the procedure was considered a success. No additional information was provided. Review of the device registration forms confirmed that the two 5.0 x 19 mm graftmaster stents/same lot number 572627, were used after expiration.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use; use after expiration. The stent remains in the patient. A follow-up will be submitted with all relevant information. The second 5.0 x 19 mm graftmaster referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The graftmaster was implanted successfully; however, was used after expiration. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 31-january-2012 and the implant procedure date is (B)(6) 2012 which is approximately (B)(6) months post expiration. It should be noted that the otw graftmaster instructions for use states that it is not recommended that the product be used after the use before date. The graft master was advanced for treatment of a large saphenous vein graft (svg) pseudoaneurysm. Additionally, the IFU states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, it is unknown if the treatment to seal the aneurysm contributed to the reported event.